Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use , the cs300 intra-aortic balloon pump (iabp) unit is down, does not read pressure. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) saw no fault found. The issue could not be duplicated during testing. After passing all functional and safety tests to factory specifications the unit was cleared for clinical use.